Event description:
It was reported that during a lower anterior resection procedure, the surgeon closed the instrument without touching the firing trigger, he then wanted to¿ reposit¿ the instrument, opened it and staples stuck and fell out of magazine, could be removed, took new instrument, no further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: incomplete_interrupted cycle the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding and box shape; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.